Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1cc of juvéderm® volift¿ with lidocaine in the lips. Immediately after the injections, the patient experienced edema in the upper lip and redness in the lower lip. The hcp treated the patient with ¿frenaler cort, with good response.¿ symptoms status is unknown.